Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm.  It was reported the patient returned for a follow-up scan 21 days later where a type ia endoleak was observed. The patient attended for treatment 3 days later. During this intervention, the endoleak was confirmed on angiography, then the physician ballooned the endoleak. There was residual type ia endoleak that was not further treated after ballooning. As per the physician the cause of the type ia endoleak was as a result of the patients own anatomy due to calcium in the seal zone.  No additional clinical sequalae was provided and the patient will be monitored.